Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating they performed a method comparison between the liaison sars-cov-2 s1/s2 igg assay and the architect and pcr assays and 8 samples were discordant. Six (6) samples which were pcr positive resulted as negative with the diasorin assay, whereas two (2) samples collected pre-covid and pcr negative resulted as positive with the diasorin assay. Samples were run on abbott assay first, samples were aliquots poured off primary tube, and diasorin tested from frozen aliquots. Samples were mixed after thawing and re-centrifuged before testing. 100 presumed negative samples collected pre-covid were tested: 2 samples, which resulted positive with the diasorin assay, were collected on (B)(6) 2019. The overall specificity after repeat testing resulted 99% and within IFU expected performance. Regarding presumed positive samples used for the study, overall specificity and sensitivity results were closely aligned to the IFU, although only 26 presumed positive samples were tested and, among discordant results, 2 samples were collected 7 or 9 days post pcr + diagnosis and another sample was collected 14 days after diagnosis (as described in the instructions for use, sensitivity improves with samples collected >= 15 days from diagnosis). The complaint was classified as not confirmable. The clinical performance of the involved assay was based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available and, since most of the competitor tests are not designed to detect neutralizing antibodies, differences may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating they performed a method comparison between the liaison sars-cov-2 s1/s2 igg assay and the architect and pcr assays and eight (8) samples were discordant.